Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform any test due to keypad anomaly. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window.

Event description:
Customer called to report an event due to low blood glucose. The current blood glucose reading is 62 mg/dl. Customer stated that the paramedics were called. Customer experienced shaking and sweating. Customer stated that the insulin pump has a button error alarm. Nothing further reported.